Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a failure of the locking part of the video connector socket. The cause of the locking part failure could not be identified. -from the device evaluation results by olympus service operation repair center (sorc), it was confirmed that the camera head was not recognized due to the failure of the locking part of the video connector socket. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing anomalies or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, it was confirmed that the battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not detect the connected camera head. There was no report of patient injury associated with the event.